Manufacturer narrative:
Patient date of birth unavailable.

Event description:
Lead extraction procedure began, utilizing glidelight device and lld (lead locking device). After the rv pacing lead was extracted, a drop in the patient's blood pressure was noticed. Via fluoroscopy, a perforation was noted in the area of the innominate vein. Rescue efforts commenced immediately; successful repair was made to the area of injury and patient survived the procedure.